Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted sensing integrity counts went up to 39393 (within 25 days), along with ventricular tachycardia (vt) non-sustained and high rate-ns episodes and evidence of oversensing during (B)(6) 2015 and (B)(6) 2015. An unexpected shock occurred on (B)(6) 2015 and the rv pace lead impedance was greater than 3000 ohms on (B)(6) 2015; a rv lead integrity alert warning occurred for increased sic count and two or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy approximately three weeks following a lead integrity alert (lia) from the right ventricular (rv) lead. It was noted high rv pacing impedance was observed, along with non-sustained ventricular tachycardia (vt) episodes and a suspected lead fracture. The rv lead was turned off and explant is planned. No further patient complications have been reported as a result of this event.